Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: rep was not present for the case. The surgeon activated and inserted the trocar into the abdominal cavity at the umbilicus. He felt that the trocar had been inserted, he looked at the obturator and the shield position indicator was still red. He took out the obturator and used a scope to look into the abdominal cavity. He saw that the sleeve was through the cavity. However he did not hear a second click and it "seemed that the trocar blade was still active." The surgeon is not an experienced user. This caused very little delay in the case, there was no harm to the patient, and the same trocar was used to complete the case. The rep is unsure if there were any other instruments being used at the time of the event. Product is available for return. Additional information was received via email on 05may2021 from applied medical team member: prior to inserting the trocar an insufflation need was used to insufflate. 2 penetrating towel clamps were used to elevate the abdominal wall for trocar. The trocar was being used for first entry. The trocar was inserted with continuous downward force. Additional information was received via email on 14may2021 from applied medical team member: hospital disposed of device, product no longer returning. Intervention: the case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: rep was not present for the case. The surgeon activated and inserted the trocar into the abdominal cavity at the umbilicus. He felt that the trocar had been inserted, he looked at the obturator and the shield position indicator was still red. He took out the obturator and used a scope to look into the abdominal cavity. He saw that the sleeve was through the cavity. However he did not hear a second click and it "seemed that the trocar blade was still active." The surgeon is not an experienced user. This caused very little delay in the case, there was no harm to the patient, and the same trocar was used to complete the case. The rep is unsure if there were any other instruments being used at the time of the event. Product is available for return. Additional information was received via email on 05may2021 from applied medical account manager: prior to inserting the trocar an insufflation need was used to insufflate. 2 penetrating towel clamps were used to elevate the abdominal wall for trocar. The trocar was being used for first entry. The trocar was inserted with continuous downward force. Intervention: the case was completed with the same device. Patient status: no patient injury.